Event description:
Event 7. On august 1, 2025, the complainant reported that multiple dialysis patients experienced issues with air in the bloodlines (sl -2010m2096) during treatment. A total of (14) bloodlines from lot #a2500204 were affected. The remaining stock was removed from use.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 7: the report has been identified as b. Braun medical international report number (B)(4). Through visual examination, no visual defects were identified. Luer taper test was performed on five (5) samples and one (1) out of five (5) arterial lines failed. The sample was subjected to a leak test per specification with passing results. While no leakage was observed, the reported issue is a known issue. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.